Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a broken belt clip slot.

Event description:
Customer reported that when trying to prime his insulin pump, the motor does not slow down and numbers do not appear on the screen. Insulin is squirting out during the manual prime process. Customer's blood glucose was unknown. In troubleshooting, it was found that customer was not filling the reservoir correctly. He does not set the insulin vial down before removing the reservoir. Customer tried a new infusion set and reservoir, but insulin continued to drip during the priming process. He was unable to successfully prime the new infusion set. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.